Event description:
Related manufacturer report number: 3006705815-2021-06496. It was reported the patient was experiencing inadequate stimulation. As a result, surgical intervention took place where the entire system was explanted.

Manufacturer narrative:
Event date is an estimate. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.